Event description:
It was reported that the patient was admitted to the hospital with symptoms of intrathecal baclofen (itb) withdrawal. The patient was managed medically. Interrogation of pump showed the dose at approximately 700mcg/day in divided doses and no alarms. The patient was given a bolus through programming of pump and responded well but the effect wore off in several hours. The patient was then given a regular schedule of boluses which caused an overdose reaction with sleepiness. When the pump was returned to simple continuous flow the patient again experienced withdrawal symptoms of increased spasticity and high creatine phosphokinase (cpk) that responded to medical management. The only troubleshooting done were plain films that showed an intact system. The patient was taken to the operating room on (B)(6). The pump and sutureless (sc) connection appeared intact. The sc was taken off the pump and cerebrospinal fluid (csf) flow was seen. There appeared to be bloody material inside the pump clear spout where the sc connected to the pump. The pump was taken to the back table to fill. The expected volume in the pump was within accuracy limits (10 expected/8.5cc in pump). Upon flushing the side-port of the pump it was noted that there was a distinctive leak at the pump nozzle/spout which was especially evident when pushing the fluid slowly through the catheter access port (cap). When pushing hard the fluid would come out of the correct hole. This correlated with the patient's symptoms of effect or overdose with boluses and under-dose/withdrawal with continuous infusion. The pump was replaced on (B)(6) 2012. The new pump was filled with 2000mcg/ml of lioresal and set to 500mcg/day. The patient was monitored in the intensive care unit (ICU). Following the replacement, the patient was reported to be doing well and the symptoms were improving. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. The pump passed all infusion and non-destructive testing. No volume discrepancies were noted and no anomalies were seen in the logs. Flow testing and additional 24 hour infusion testing all passed showing that the pump was dispensing accurately. The outlet was inspected and found no anomalies. The event was not a pump related issue just the tendency for the surface tension of a fluid to cling to its surrounding surfaces when traveling at a slower velocity. This was reproducible on any pump. The pump appeared to be operating as designed. Analysis of the catheter found no significant anomaly. The "sc" connector found coring and tearing and cut in seal. No leaks were seen.